Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "clinical and kinematic outcomes of a rotating platform posterior stabilized total knee system". Literature article "clinical and kinematic outcomes of a rotating platform posterior stabilized total knee system" (2012) by richard d. Komistek et al. Published by the journal of arthroplasty was reviewed. The article purpose: to evaluate early clinical results for subjects implanted with a new rp ps tka design. The article reports: the depuy lcs rp ps tka was implanted in 180 knees (153 subjects, including 27 bilateral subjects) between september 2006 and december 2007. The aks knee score improved from a mean of 38.9 points pre-operatively to 84.9. There were no intra-operative complications. There were 51 post-operative site complications, which included: 16 labelled as "other"; 11 hemarthrosis; 8 effusions; 3 hematomas; 3 pain; 2 infections; 2 patella crepitus; 2 wound dehiscence; 2 arthrofibrosis; 1 cyst; and 1 patient had a tibial revision at 19-months post-operatively secondary to a traumatic fall. There were no reports of implant loosening. The 16 "other" complications include: 1 anterior medial pain of patella, 1 quadriceps weakness, 1 posterior-lateral tendinitis, 1 numbness left inner thigh, 1 soft tissue inflammation, 1 pain behind knee (patella), 1 right medial anterior knee pain, 1 patellar/femoral problem, 1 moderate pain, and 7 falls. Depuy products involved: lcs. Complications: minor bleed (11), edema (8), hematoma (3), pain (5), infection (2), crepitus (2), wound dehiscence (2), adhesions (2), cyst (1), medical device implant removal (1), surgical intervention (1), tendon injury (1), nerve palsy (2).